Event description:
It was reported that during the atrial lead implant procedure, no abnormity noticed during inspection prior to use. Due to patient anatomy abnormal, the patient¿s heart was quite small and atrium was narrow and long in shape, the lead could not be fixed well, dislodged continuously and parameters were not ideal. The atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.